Event description:
It was reported that during a gastrectomy procedure, the smoke reeked up from the device at the beginning and an error occurred on the way of use. When another new device was going to be used, it was found that the blade had been broken at the system check. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.